Manufacturer narrative:
Reason for reoperation: rupture and migration. Clarification to d6a: implant date was reported as 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported through regulatory agency "rupture" and "breast dislocated outward". This record is for the right side. Device was explanted and it is unknown if will be returned.